Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted on its own two times on (B)(6) 2026. Once at 10:15am, the other at 10:56am, both for approximately 2 minutes. The cns came back up on its own both times. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted on its own two times on (B)(6) 2026. Once at 10:15am, the other at 10:56am, both for approximately 2 minutes. The cns came back up on its own both times. No patient harm was reported.